Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat gastric varices performed on (B)(6) 2024. Prior to the procedure, the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat gastric varices performed on (B)(6) 2024. Prior to the procedure, the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 10, 2024: the speedband superview super 7 was used during a varicose ligation procedure. After the ligator was placed onto the scope, it was advanced into the patient. It was noted that no difficulty was experienced upon setting up the device. During the procedure, after the handle was rotated, and the distinct click sound was heard, the bands could not be deployed. When the device was removed along with the scope from the patient, there were two bands deployed at the same time when the handle was rotated.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was returned without the bands attached. The teeth and the suture hole were in good condition. The handle had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy and bands prematurely deployed were not confirmed. The reported event premature deployment cannot be confirmed during the product analysis since this problem can only be seen during the procedure. Upon analysis, they did not identify any evidence of either the alleged problem(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality problem or new patient harm. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat gastric varices performed on (B)(6) 2024. Prior to the procedure, the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 10, 2024: the speedband superview super 7 was used during a varicose ligation procedure. After the ligator was placed onto the scope, it was advanced into the patient. It was noted that no difficulty was experienced upon setting up the device. During the procedure, after the handle was rotated, and the distinct click sound was heard, the bands could not be deployed. When the device was removed along with the scope from the patient, there were two bands deployed at the same time when the handle was rotated.